Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va05lfj, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a sharp, painful electric sensation in her left hip and leg since implant whether she was sitting or standing. It was noted therapy was helping the patient relieve her urinary symptoms. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.